Event description:
On 9/21/99, in or #2, while dr was cauterizing adenoidal bed, a loud pop was heard and smoke came out of pt's mouth, the tip was charred and the insulation was split approximately 1 inch. A different suction coagulator was used for the remainder of the procedure without incident. Md examined mouth after irrigating with 500ml ns and found no apparent injury to the pt. 10 y/o female with diagnosis adenoid hypertrophy. This was a single use prepackaged device, the cautery unit was checked by biomedical engineer and no problem was found with the unit. The valleylab co (suction coagulator) was notified of incident and has requested that the coagulator be sent to them to inspect. A written report will be sent to the MFR and the suction coagulator will be sent to them upon receipt of a signed release form. There had been no previous problems with these types of suction coagulators or with this lot. A voluntary FDA report has been completed, the MFR (valleylab co) has been notified and a report has been sent to user experience network. A copy of these reports will be sent to MFR.